Event description:
The patient had withdrawal-type symptoms. The patient missed a refill appointment and when they went to do the refill, the programmer showed that there should be approximately 2ml of drug left, but they got back approximately 4ml. The device system was delivering baclofen. The patient/device information, troubleshooting, and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the managing hcp was unaware of the event.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).